Manufacturer narrative:
Neither device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that while the coalition spacer was being placed, the patient experienced and adverse event.